Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized with a high blood glucose reading of 484 mg/dl. She was sent home but the blood glucose reading went back up to 600 mg/dl. The customer stated she would treat with manual injection.